Event description:
The complaint alleged that during an attempt to defibrillate a pt with multifunction cable and electrodes at 360 joules the device did not discharge on the first and second attempt. The clinician attempted a third shock at 300 joules the device discharged and the pt was converted. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.